Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s event of ventral hernia which warranted surgical repair. Currently, it is unknown if the patient¿s ventral hernia was pre-existing or it developed after starting pd therapy (original start date is unknown). Hernia is a well-known potential complication in pd patients due to the physiologic increase in abdominal pressure from the dialysate during pd therapy. Based on the available information, concomitant use of the liberty select cycler, coupled with the reported accumulation of fibrin at the distal end of the pd catheter (not a fresenius product), cannot be excluded as a possible contributory factor. Pd catheter issues are known to cause drain complications during the dialysis treatment which is also a significant risk factor for hernia development or exacerbation in pd patients. However, there is no allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) underwent a hernia repair 4 weeks ago. The patient had the hernia prior to initiation of pd therapy. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient successfully underwent surgical repair of a ventral hernia with associated nausea and vomiting on (B)(6) 2019. In addition, the pdrn stated a small bowel obstruction (sbo) was discovered at the time of the procedure and the patient was found to have large amounts of fibrin surrounding the intraperitoneal (ip) end of her pd catheter (not a fresenius product). The pdrn stated there have been no reported events of increased intraperitoneal volume pressure (iipv); when the patient originally started pd therapy or if the hernia was present prior to the initiation of pd therapy is unknown. The patient is recovering and was discharged home on (B)(6) 2019. The pdrn also states the patient continues with low-volume pd therapy using the same liberty select cycler, however, plans are being made to transition the patient to hemodialysis (hd).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The teach pumps test was also performed, and the cycler passed. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.